Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the connector pin was bent, there was blood in/on the helix/lobe mechanism, the lead appeared damaged at implant and the lead was stretched.

Event description:
It was reported that during implant of the lead the physician tried to pace through the lead but found that it wouldn't pace therefore the lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.